Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, upon removal of the recanalization catheter from the patient after 6 minutes and 15 seconds, the titanium tip was not visible and was left in the patient. The physician decided to leave the distal tip in situ. There was no patient injury reported.